Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 26aug2019, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of the auxiliary drawer failure (won't open) was confirmed by fse and subsequently confirmed during dchu investigation process. According to work order (B)(4), fse reported that the auxiliary cabinet enhanced full height cubie drawer 5 failed, not on bus error. Pmc board and pyxibus cable were replaced due to cuts in shielding. Inspected, reseated connections and tested. Tests were successful in diagnostics and application. During dchu visual inspection: p/n 121085-01: received with small cuts on the ribbon cable insulation, no copper strands exposure or thermal damage were observed. P/n 151903-01: received with visible thermal damage on pcba component u300. During dchu testing: p/n 121085-01: once installed on a half-height cubie drawer from the medstation. The half-height cubie drawer was successfully detected on hta. P/n 151903-01: no testing was required due to thermal damage identified within external inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the full height drawer 5 failed to open and not detected on bus. The customer attempted to reboot and noticed that lights on the board in the back were not lighting up. As per part investigation, it was determined that there were small cuts on the ribbon cable insulation and thermal damage observed on the pcba component u300. There were no adverse events or injuries reported based on this event.